Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; the needle advanced past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure following insertion into the patient, the introducer was punctured by the needle. A replacement introducer was used to resolve the issue, and transseptal puncture could be performed as intended. The patient experienced no adverse consequences.